Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. The uut was installed onto ltv2150 test vent. Download uuts event trace. Recorded customer setting. After 24 hours of run time of the vent, downloaded, and reviewed the latest event, trace, found no critical alarm conditions, and was unable to reproduce the customer complaint "chk circuit", "low min vol", "lo pressure". Customers recorded event trace was not duplicated either. The uut is working with no issues or faults. Reported complaint was confirmed by event trace review but not duplicated. Run the vent with customer settings for 24 hours and the uut works without issues or faults.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The device was not returned yet.

Event description:
It was reported to vyaire medical that the customer has experienced alarms indicating "chk circuit", "low min vol", and "lo pressure" issues. The unit was on a patient at the time of the issue but no patient harm occurred.